Event description:
It was reported that the customer had a high blood glucose of 456 mg/dl and that the insulin pump alarmed no delivery. The customer stated that they took off the device for a while and when they came back to change the infusion set they received the no delivery alarm. The customer stated that the high blood glucose is due to complications related with a shoulder injury. They declined to perform troubleshooting for their high blood glucose because they know that the device is functioning properly. They treated the high blood glucose with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-87138.